Manufacturer narrative:
This is the second revision surgery underwent by the patient. Primary surgery took place on (B)(6) 2011. The patient dislocated twice (late 2011/early 2012), and on (B)(6) 2012 he/she was revised to a non-medatca, dm cup and a new longer medacta head. Then, the patient came in again and the surgeon booked another revision surgery since the joint had 'locked up' and the greater trochanter had fractured. On 18 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: trochanteric fracture in a (B)(6) cementless tha, consisting of a medacta stem and another manufacturer's cup. According to report, the joint "locked up" and the abductor muscles broke the greater trochanter, weakened by the presence of the prosthetic stem. We do not know what caused the "locking up": the use of another company's cup had been decided because the patient had recurrent dislocations, therefore the original medacta cup was explanted and substituted with a double-mobility system available at the hospital. It is conceivable, albeit extremely unusual, that the hybrid coupling of two companies products may have contributed to the locking up, but as explants were discarded we cannot measure them and understand what happened. The cause of the stem revision is a trochanteric fracture; the cause of the lock up is unknown. Batch review performed on 28 august 2017. Lot 111572: (B)(4) items manufactured and released on 01 july 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to limited range of motion and greater trochanter fracture. The fracture was treated with three trochanteric plates in order to fix it internally. The medacta head was replaced. The inlay was changed as well but it was anon- medacta product. The surgeon stated that no excessive signs of wear or debris were visible.